Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited abnormal lead measurements during a post-operative check one day after implantation. Initial values at implant were within normal range; however, the following day, significant changes were observed in rv lead sensing, impedance, and pacing threshold raising concern for potential lead dislodgement or connection issue. A chest x-ray was recommended to confirm lead position. No patient impact was reported. This system remains in service.